Manufacturer narrative:
Device evaluated by manufacturer? (B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -9.5 diopter, in her right eye (od) on (B)(6) 2012. The patient reported had a second surgical procedure because of a retinal detachment and the lens was either removed, replaced or repositioned. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information received - the facility was unable to confirm the patient's report. The date of the last visit was (B)(6) 2013 and they were unaware of any adverse event with the lens. (B)(4).